Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high sensing integrity counter (sic) on the right ventricular (rv) lead and oversensing that may be contributing to detection of non-sustained ventricular tachycardia (vt) episodes. It was also noted that there was intermittent atrial undersensing on the right atrial (ra) lead. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.